Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump does not alarm no delivery. Customer has been experiencing high blood glucose. The current blood glucose reading is 47 mg/dl. Customer has treated with food. Customer has been treating the high with manual injection. Customer stated that she has changed the site three times. Customer noticed bent cannula. Nothing further reported.